Event description:
The user facility reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, or how the issue was noticed.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, or how the issue was noticed.